Event description:
It was reported by the customer that the insulin pump did not alarm and caused him to have high blood glucose levels of 600 mg/dl. Customer stated that the infusion set cannula was bent. Trouble shooting was done and a high pressure test was conducted and the insulin pump did alarm. The product will not be returned. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).